Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis, reported as a peritoneal infection. The cause of the peritonitis was unknown. The patient was hospitalized for the event and was treated with gentamicin (dose, route, frequency and duration not reported). Dianeal therapies were ongoing. At the time of this report, the patient was not recovered from this peritonitis event. No additional information is available as the reporter has declined to provide further information.